Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd module defective, brand plate missing, suction channel buckled. Based on the result, we concluded that it was caused due to the ccd module defective; however, other failurres are not related to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure